Event description:
It was reported to boston scientific corporation in 2008 that a polyflex esophageal stent was used during a stent placement procedure to treat an esophageal fistula in a 70 year old female patient (weight unknown) three days prior. According to the complainant, the physician noticed a lot of resistance of the introducer system of the stent while advancing the device through the esophagus. The physician decided to cancel the procedure to avoid any injury to the patient (he was concerned about the perforation risk). There were no patient complications reported as a result of this event, and the patient's condition was reported as stable following the procedure.

Manufacturer narrative:
The device was deemed 'contaminated' by the user facility and was not returned; therefore, a failure analysis is not available and the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.